Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the compressor on an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred. Customer declined the repair of this ventilator. Covidien service engineer (se) was not authorized to service the device. Therefore, the repair cannot be verified.